Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 was not open. A field service engineer confirmed that no failure icons were present on the screen. During diagnostics via hardware test application (hta), the drawer was opened multiple times, all cubie pockets were accessed, each cubie was released and reinserted to ensure proper functionality. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 4 failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.